Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, there was bleeding on the extension tube of the venous end of the catheter. The catheter was not repaired. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No other products used with the device. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. The clamp was moved periodically. The flushing was done prior to use, and the result was normal. The product was replaced with the same product ID (identifier) on the same day as the remedial action, and the treatment was completed. The amount of blood loss was very small and almost negligible. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted one venous extension line, with no other components returned. The device was clamped on one end of the extension line and flushed; a pinhole leak was spotted. It was reported that there was a leak on the extension tube at or near the luer adapter. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. This issue can occur when the catheter comes into contact with a sharp instrument during use. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, there was bleeding on the extension tube of the venous end of the catheter. The catheter was not repaired. No cleaning agent was used on the device. Tego was not utilized. There was no luer adapter issue. The insertion site was not treated prior to product placement. No other products used with the device. Nothing unusual observed on the device prior to use. No other defects/damages found on the product. The clamp was moved periodically. The flushing was done prior to use, and the result was normal. The product was replaced with the same product ID (identifier) on the same day. Blood transfusion was not required. No medical intervention/treatment required due to the event. There was no reported patient injury.